Manufacturer narrative:
The affected device has been fully tested on site including the alarms according to manufacturer specification. There was no malfunction and the ventilator functionality and the alarm behavior showed no deviation. An analysis of the logbook entries showed that the evita 4 performed 13 successive warmstarts on (B)(6) 2018 between 8:57 pm and 9:00 pm (device time). The associated error codes indicate either a hardware fault or an external fault. Due to the device analysis, a hardware error can be excluded. Based on those results, it is likely that the device has rebooted due to external electrostatic effects exceeding iec60601-1-2 standard requirements. During a warm start, the evita opens the airway system to allow for spontaneous breathing and generates an audible alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the previous parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
The user reported: failure of a ventilator without prior alarm. The on duty doctor noticed a flickering screen. Immediate change of ventilation with an ambulatory bag. Replaced the ventilator. No consequences for the patient. Blood gas analysis and peripheral o2 saturation were within normal limits.